Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose reading at the time of the call was 229 mg/dl. No further information reported.